Manufacturer narrative:
1. The customer returned 2 photos and 1 sample. The returned sample shows that the package has been opened, the sku is 383078, batch code is 4352311.there is an immovable black foreign matter embedded in the base of the prn. 2. DHR/bhr review (lot#4352311): 1) this batch of products were assembled at intima ii auto line 2 in jan 2025 and packaged at r240 package line in jan 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no similar foreign matters are found. 4. Cause analysis: 1) due to the immovable and embedded nature of the foreign matters, it is impossible to conduct a compositional analysis, hence its composition cannot be determined. 2) the black foreign matters may be burnt spots. Burnt spots come from the molding of the adapter. There are flowing blind spots in the molding machine's screw and hot runner system of die, and the molten pc is carbonized into burnt spots in these places at high temperature for a long time. Action taken: the molding machine's screw and hot runner system of die are cleaned with pp every quarter to reduce the occurrence of the burnt spot. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. The returned sample shows the exact location and shape of the foreign matter. Due to the immovable and embedded nature of the foreign matter, it is impossible to conduct a compositional analysis, so the source and cause of the foreign matter cannot be determined. The plant has taken measures regarding the equipment that could potentially cause this defect, so the probability of this defect occurring is very low. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc had foreign matter foreign matter found on the front surface of the heparin cap during use.